Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted cuts in the insulation with blood/body fluid in the lumens. The helix was extended and dried body fluid was present around the helix. Additionally, the insulation was bunched and conductor coils were deformed in multiple places. This damage is consistent with the lead being placed through a constricted area. Resistance testing was performed and the electrical continuity of the lead was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. Initial placement difficulty was experienced and the helix mechanism broke and could no longer be extracted. It was noted that the physician performed at least ten extensions and retractions of the helix with up to thirty rotations during each effort. A replacement lead of a longer length was implanted as it was suspected the initial lead had been inadvertently placed in the coronary sinus (cs). No adverse patient effects were reported. The lead was returned for evaluation.